Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing and beeping before pad-pak expiry. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2018. Upon receipt the device was failing self-tests due to a speech chip label mismatch error. A fractured solder joint on the key3_button line of the j12 connector had resulted in the track remaining open circuit, leading to the failed self-tests. The user would have been alerted with a ¿warning, device service required¿ prompt alongside a flashing red status led and failure chirp, as per the reported fault. The fault could not be replicated after the solder joint was reflowed. This confirmed the failure had been due to the fractured solder joint. Information from heartsine records and the device memory indicate the device had performed to specification during out qat on the (B)(6) 2018 but failed on installation on the (B)(6) 2018. This would indicate the solder joint had become fractured between these dates. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Red status indicator flashing and beeping before pad-pak expiry. There was no patient involved in this event.